Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. There was no reported adverse impact to the customer. Reportedly, the customer completed a supply change and resumed insulin delivery. The customer declined to provide additional information regarding the issue.